Manufacturer narrative:
Visual analysis of the returned device identified a fold crease wear abrasion, brown particles in the fill channel, yellow particles in the inner surface, one linear opening on the posterior side, and partial delamination of the valve. A leak test and microscopic analysis were performed which identified one smooth crease opening on the posterior side, and partial delamination of the valve. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: one smooth crease opening on the posterior side due to a fold flaw opening, and partial delamination of the valve due to adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.